Manufacturer narrative:
Results: device used in severe calcification and 80% stenosis, device removed from the packaging per IFU, inspected and prepped with no issues noted, resistance was noted and stent deformation observed, device not returned for evaluation. Conclusion: moderately tortuous vessel with severe calcification and 80% stenosis, stent deformation. (B)(4).

Event description:
It was reported that during a procedure the physician used endeavor resolute rx to treat a moderately tortuous vessel in mid-lad. Lesion reported as having severe calcification and 80% stenosis. The lesion was pre-dilated once with a balloon device size 2.50mmx 15mm at 20 atm. The endeavor resolute device was removed from the packaging per IFU, inspected and prepped with no issues noted. It is reported that the device did not pass through the lesion and stent got damaged during positioning. Resistance was noted during advancement. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy; the event was procedural related and not device related. The procedure was completed with another stent brand and size. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Event description:
Summary of device evaluation: the distal tip was damaged. The middle of the stent was deformed and had raised struts. The stent was also pulled distally.